Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 16jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 05 aug 2019. The service engineer (se) inspected the device. The se found the touchscreen was not working on the upper left side. The se replaced the touchscreen to address the reported issue. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.